Event description:
Medtronic received information that transcatheter pulmonary bioprosthetic valves implanted in two different patient populations resulted in adverse patient effects. First, lurz et al demonstrated excellent long-term survival post pulmonary bioprosthetic valve implant over 70 month follow-up; however 27% of 155 patients required transcatheter re-intervention, and 30% of the 155 patients required surgical re-intervention. Second, a reference to buber et al stated one patient implanted with a pulmonary bioprosthetic valve had infective endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
The products were not returned to medtronic. (B)(4). Title: percutaneous pulmonary valve implantation: is earlier valve implantation better? Authors: jamil aboulhosn, md; daniel s. Levi, md journal citation: circ cardiovasc interv; 2015;8 doi: 10.1161/circinterventions.115.002260.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without return of the product, no definitive conclusions can be drawn regarding the clinical observation(s). Without product serial number(s) no device history records could be pulled for review. A definite cause for the reported re-intervention in the lurz et al article could be determined. Also, there was insufficient information to determine root cause for the reported endocarditis event in the buber et al article.